Event description:
After a month of implantation, this ICD was explanted due to an infection.

Manufacturer narrative:
(B)(4)the analysis from the manufacturer is pending.

Event description:
After a month of implantation, this ICD was explanted due to an infection.

Manufacturer narrative:
(B)(4), 2010. The analysis from the manufacturer is pending.